Event description:
The customer states that he believes the power switch to be faulty as he needs to press it 4-5 times to get the unit to respond. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested the part number for the switch overlay. Product support advised the caller to replace the overlay and if that does not resolve the issue; replace the user interface (ui) pcb. Product support provided part number for the overlay. The customer will perform any repairs needed and will call back if further assistance is needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The product support provided the customer part identification for the overlay. The biomed reported that he ordered the overlay, but the part has not been received. No further information was provided¿the customer to perform any needed repairs and will call back only if further assistance is needed. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.